Manufacturer narrative:
(B)(4). In section d provided di # only as no lot number was reported **UDI related data quality updates only**

Event description:
It was reported "on presenting the catheter to a customer for show and tell the catheter broke into multiple bits, like it was dried out. This could be that it had been in the sun in my car." The reported defect was detected prior to use on patient (non-clinical setting). There was no patient involvement reported.

Event description:
It was reported "on presenting the catheter to a customer for show and tell the catheter broke into multiple bits, like it was dried out. This could be that it had been in the sun in my car." The reported defect was detected prior to use on patient (non-clinical setting). There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as the sample is pending to be returned for analysis. The customer provided one photo for analysis. The complaint of a catheter body separated was able to be confirmed by the photo. However, a complete visual inspection could not be performed as sample is pending to be received. A device history record review could not be performed, as no lot number was provided, and potential lot could not be determined based on sales history. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.